Event description:
While making rounds, nurse noted tpn solution running into the bed. Hard plastic connector broken at connection to soft PICC catheter. No bleeding from catheter. Md notificated who removed PICC catheter from the patient with a clamp.